Manufacturer narrative:
Manufacturing evaluation conclusion: evaluation of the patient¿s submitted log file confirmed a continuous driveline fault throughout the submitted log file; however, a specific cause for the reported event could not be conclusively determined through this evaluation. Based on past experience with the hmii lvas and similar reported events, the driveline fault alarms that were confirmed through the analysis of the submitted and collected log files could be indicative of an issue with the driveline. The patient underwent a previous distal end driveline replacement on (B)(6) 2018 captured under wo# 00053087. This event is captured within 2916596-2018-04182. The patient elected to remain ongoing on while understanding the risks associated with a compromised driveline. The patient is being monitored for pump stops. The patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the current revision of the hmii lvas IFU outlines all system controller alarms (including driveline fault alarms). No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair was reported under MFR. Report # 2916596-2018-04182. Approximate age of device- 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient had a previous driveline repair and there are now driveline fault alarms when the device is connected to ac power and batteries. Log file analysis confirmed the driveline faults and reported they appear to be true driveline faults on phase c. During the previous driveline repair, the entire external percutaneous lead was replaced so another repair was not possible. A pump exchange is scheduled for march due to patient preferences. The patient will be monitored for pump off alarms and if there is an urgent alarm prior to (B)(6), the patient will receive an emergent pump exchange. No additional information was provided.